Manufacturer narrative:
Batch review performed on 21 november 2018: lot 177616: (B)(4) items manufactured and released on 28-mar-2018. Expiration date: 2023-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(4) 2018 we were informed that on the following day, about 3 months after primary, the surgeon would have revised the patient for a cup malpositioning (poor cup position placement). On (B)(6) 2018 the surgeon swapped the cup, the head and the liner. The surgery was completed successfully.